Event description:
It was reported in the patient¿s medical records that the patient presented to surgery with severe cervical myelopathy from c3 through c7-t1 with multiple areas of myelomalacia in the spinal cord and severe central cord syndrome. The patient underwent a procedure for c3-t2 posterior spinal fusion using with implant of posterior instrumentation c3-t2, local bone graft, bone graft extender, and rhbmp-2/acs. It is alleged that the patient¿s post-operative periods were marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient presented with the following preoperative diagnoses: severe cervical myelopathy from c3 through c7-t1 with multiple areas of myelomalacia in the spinal cord and severe central cord syndrome. The patient underwent the following procedures: c3-t2 posterior spinal fusion; c3-t2 posterior instrumentation with crosslinks; local bone graft from the laminectomy bone mill combined with 1 large rhbmp-2/acs kit and bone graft matrix. Per-op notes: a lateral x-ray was taken. It showed they were at the c3 level and were able to see down to c6. Screws looked good. So final emg stimulation was satisfactory. They placed rods x2, and then placed 6 plugs on the left 6 plugs on the right. The rod was checked for proper length and the plugs were tightened to proper torque. The wound was thoroughly irrigated out. This was combined with a large rhbmp-2/acs kit. They decorticated the posterior lamina between the facet joints and the lateral mass. Strips of rhbmp-2 were laid here followed by autograft, followed by further strips of rhbmp-2 and bone graft was placed between the pedicle screws over the facet joint along with rhbmp-2 from c3 to t1. The laminotomy site was checked for any loose debris and then attention was turned to closure.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.